Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm and insulin pump was able to rewind. Customer's blood glucose was 427 mg/dl and went into diabetic ketoacidosis. Customer had symptoms of high blood glucose; customer was vomiting and had difficulty breathing. Customer went to the emergency room on (B)(6) 2016 with blood glucose of 176 mg/dl. Customer was still in the hospital at the time of call and blood glucose began to stabilize. During troubleshooting for motor error alarm, insulin pump was able to rewind and when a bolus was attempted, insulin pump received a no delivery alarm and another motor error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No unexpected no delivery alarm or motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump had broken reservoir tube lip, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at the display window corner and minor scratched lcd window.